Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: the returned battery cap and a test cartridge cap were used to complete the investigation. No line through the display was duplicated. Unrelated to the initial complaint, the display contrast was found to be dim and reddish in color. During the investigation, a call service alarm occurred at power up which indicated a language file data corruption and the pump was unable to be recovered from the same call service alarm after a reboot which prohibited further testing. The call service alarm was observed in the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).